Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and vaginal haemorrhage ("abnormally heavy vaginal bleeding /abnormal bleeding (vaginal)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy (appendicitis) on (B)(6) 2010. Previously administered products included for esophageal reflux: omeprazole from 2005 to 13-may-2010; for anemia: ferrous sulfate on (B)(6) 2010. Concurrent conditions included kikuchi disease, night sweats since (B)(6) 2009, tiredness since (B)(6) 2009, muscle cramps (patient doing well post op) since (B)(6) 2010 and pain (comes and goes). Concomitant products included ferrous sulfate since (B)(6) 2010 for anemia, hydroxychloroquine since 2004, prednisone since 2004 and sulfasalazine since 2004 for kikuchi disease and sertraline (zoloft) for night sweats and tiredness. In 2010, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue /fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced weight increased ("weight gain") and weight fluctuation ("weight gain / loss"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine leiomyoma ("fibroids"), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain / back pain (moderate to severe)"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating /stomach bloating"), migraine ("worsening of her migraines /migraines"), headache ("worsening of her headaches / headaches"), ovarian cyst ("ovarian cysts /ovarian cysts"), abdominal pain ("abdomen pain (moderate to severe)") and device deployment issue ("device could not be deployed on initial attempt"). The patient was treated with topiramate, nadolol, sumatriptan (imitrex), magnesium, ubidecarenone (coq10), riboflavin (vitamin b2), surgery (on (B)(6) 2013, partial hysterectomy to control bleeding and remove fibroids), surgery (on (B)(6) 2013, partial hysterectomy to control bleeding and remove fibroids) and surgery (on (B)(6) 2013 partial hysterectomy to control bleeding and remove fibroids). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, menstrual disorder, abdominal distension, migraine, headache, dyspareunia, ovarian cyst, fatigue and weight increased had not resolved and the uterine leiomyoma, weight fluctuation, reproductive tract disorder, gastrointestinal disorder, abdominal pain and device deployment issue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device deployment issue, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, reproductive tract disorder, uterine leiomyoma, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full tubal occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet and medical record received. Reporters added. Patient details, historical condition and historical drug, concomitant disease and concomitant drugs, treatment drugs were added. New events fibroids, weight gain / loss, reproductive system disorder or condition, gastrointestinal or digestive system condition, abdomen pain and device could not be deployed on initial attempt were added. On (B)(6) 2013, patient underwent partial hysterectomy to control bleeding and remove fibroids. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormally heavy vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping, lower abdominal pain"), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), abdominal distension ("severe bloating"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), ovarian cyst ("ovarian cysts"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013 partial hysterectomy, during which her uterus was removed). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menstrual disorder, abdominal distension, migraine, headache, dyspareunia, ovarian cyst, fatigue and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion of fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.